Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The 99% stenosed eccentric de novo lesion measuring approximately 2.75mm in diameter and 44mm in length was located in a severely tortuous and moderate to severely calcified proximal left anterior descending artery that contained a significant bend. The lesion was predilated with a 2.5x20mm balloon which resulted in no significant stenosis in the lesion. A 2.75x16mm promus element stent was advanced to the lesion, but could not cross after multiple attempts and the use of a buddy wire. The shaft was noted to be intact and the physician attempted to use the device to stent a second lesion in the left circumflex artery when the distal shaft fractured outside of the patient. The procedure was completed with a non bsc stent and post dilated with the stent balloon. No patient complications occurred. Patient status is listed as stable.this device is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device identified a break in the hypotube 230mm distal to the catheter strain relief. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The 99% stenosed eccentric de novo lesion measuring approximately 2.75mm in diameter and 44mm in length was located in a severely tortuous and moderate to severely calcified proximal left anterior descending artery that contained a significant bend. The lesion was predilated with a 2.5x20mm balloon which resulted in no significant stenosis in the lesion. A 2.75x16mm promus element stent was advanced to the lesion, but could not cross after multiple attempts and the use of a buddy wire. The shaft was noted to be intact and the physician attempted to use the device to stent a second lesion in the left circumflex artery when the distal shaft fractured outside of the patient. The procedure was completed with a non bsc stent and post dilated with the stent balloon. No patient complications occurred. Patient status is listed as stable. This device is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).